Manufacturer narrative:
Additional information was requested and the following was obtained: 1. What muscle was the needle retained in? Left pectoral. 2. How large was the additional incision? 1cm. 3. Was the patient post operative care changed due to the additional muscle incision? Additional irradiation to locate the needle and ablate it then fixing to the skin with another thread. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the needle that was removed/ ablated from the pectoral muscle available for evaluation? 2. Do you have any samples of lot kpp819 for evaluation?

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: procedure name. What in the physicians opinion are the factors contributing to the event? Unk size of additional incision unk. Location that needle was found. In the muscle. Will the actual sample be returned for analysis? Yes. Will representative samples from the same lot be returned for analysis? Yes. Patient demographics: initials/ ID; age or date of birth; bmi; gender unk. Any update to patient current condition no patient consequences. Was it needed additional tissue incision to remove the needle from the patient? Yes. One additional muscle incision.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and suture was used. During the procedure, when placing the cardiac stimulation probe, the needle pulled off and fell in the patient muscle. The needle was located via radioscopy. An additional incision had to be made to retrieve the needle from the muscle. The procedure was lengthened by 5 minutes. No patient consequence was reported.

Manufacturer narrative:
Additional information was requested and the following was obtained: is the needle that was removed/ ablated from the pectoral muscle available for evaluation? Yes. Do you have any samples of lot kpp819 for evaluation? Yes. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
If the device or further details are received at a later date a supplemental medwatch will be sent. One paper lid of product code f2516, lot # kpp819, was returned for analysis. No needle or suture was received for evaluation.